Event description:
The customer called and said the system is getting a filament regulator error and lo ma erros. The service rep arrived that same morning to test the system and found bad batteries. Will order. A pain treatment procedure was being started at the time of the complaint.

Manufacturer narrative:
The service rep installed the new batteries and filament drive bd. He regreased candle sticks on both ends and adjusted 5vdc supply in mf from 4.95 to 5.1vdc. Found overtemp wires pinched under x-ray tube and corrected. System now working properly.